Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie map showed empty cubie space even though there were cubies in the space. A field service engineer went into the hardware test application (hta) and released all the cubies and reinserted them. Fse then reseated the drawer board cable on auxiliary drawer 1.1 and that resolved the issue. Fse ran the final software test in hta, and it passed. Escort inventoried medications without any issues and all the cubies showed in cubie map for auxiliary drawer 1.1. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary cubie map showed empty cubie space even though there were cubies in the space. The customer stated that this malfunction occurred while dispensing medication to patients. There were no adverse events or injuries reported based on this event.